Event description:
The pt has reportedly experienced intermittent sound with the device. External equipment was exchanged and programming adjustments were made, however, the problem was not resolved. Surgery to explant the device will be scheduled.